Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by abdominal pain on the right side coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics (4 times a day, administered in the peritoneal dialysis bag) and was switched to manual therapy. The patient was recovering from the peritonitis. No additional information is available.